Manufacturer narrative:
The investigation has been completed. Effect to patient cannot be confirmed through a log review or duplication testing. Functional test was performed and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer was experiencing high blood glucose (bg) levels for the past 24 hours and currently bg was 424 mg/dl. A correction bolus and manual injections were used to address the high bg levels. The customer reported that the pump would continue to be used for insulin therapy.